Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) and blood glucose (bg) levels of 24 mmol/l (432 mg/dl) while wearing the pod on the abdomen between 5 and 24 hours. Upon removal, it was noticed that the cannula had dislodged from the infusion site and was bent. At the hospital, the patient was administered manual insulin injections and a new pod was applied twice.